Event description:
It was reported that there was a overpressure alarm when the set is correctly connected. The event happened when inserting and starting the pump, and the pump could not be started. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to alarm overpressure. The cause of the customer reported problem was the downstream occlusion (dso) sensor needed to be exchanged. The pump was in good condition, no physical damage. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.